Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm leaked the following information was provided by the initial reporter; leak from top port during power injection. We are running a trial at ruh radiology at the moment, I visited the radiology dep today to train the staff, laura richards informed me about the staff verbally. She said that they inserted the cannula which was working good, whilst infusing the power injection (under 100 psi, approx 3-5 ml / sec ) the solution leaked via top port. They stopped the infusion and removed the cannula. She will be checking if they store the cannula and will send over the details if she can find. I`ll update this accordingly.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Leak from top port during power injection. We are running a trial at ruh radiology at the moment, I visited the radiology dep today to train the staff, laura richards informed me about the staff verbally. She said that they inserted the cannula which was working good, whilst infusing the power injection (under 100 psi, approx 3-5 ml / sec ) the solution leaked via top port. They stopped the infusion and removed the cannula. She will be checking if they store the cannula and will send over the details if she can find. I`ll update this accordingly.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no batch/lot number was provided. A device history review cannot be performed as no batch/lot number was provided.